Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: e1. Initial reporter address: (B)(6). The product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found the device in used condition with the first plate completely deployed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 12 degree plga would have contributed to the complained device issue. Device history review: there was no non-conformance regarding this lot. Based on the investigation findings, the potential cause for the device condition could be traced to the procedural variables, such handling of the device or product interaction during procedure. It is possible that the red trigger was accidentally squeezed by the user while the device was being manipulated for the first deployment. As per the instructions for use 1) locate the intended position of the second implant, which should be approximately 6 mm to 9 mm from the first implant. Penetrate the tissue to desired depth, again referencing the laser line at 10 mm on the needle as a secondary depth indicator as needed. Avoid damaging suture with needle. 2) at desired depth, squeeze the red deployment trigger while maintaining depth positioning to deliver the implant. The implant is fully deployed when you hear an audible ¿click¿. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities

Event description:
It was reported that during a meniscal repair, after implantation of the first anchor of the truespan plga device, the device came back directly with the needle and did not hold. Therefore the device was discarded and a new one was used. With the new one the anchor hold at the exact same position without problems. It was unknown if there were any surgery delays due to the reported incident. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.